Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that the patient's primary doctor thought that she had an inner ear problem. An MRI of the head was ordered to rule out other possibilities. A cystoscopy had been done and was clear. Trimethoprim along with other drugs had been taken. An ultrasound was also ordered for (B)(6) 2015. It was then noted that when the device had been implanted, her life changed for the good. She went 40 days without a bladder infection. When they came back, it was with a vengeance. She had been getting bladder infections once a month since (B)(6) 2012. Hip replacement was mentioned to have occurred on (B)(6) 2012. After the 40 day timeframe, she was getting infections 1-2 weeks after 10 days of cipro. After all those months and years of using cipro, she had an allergy reaction.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0qcay, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported being dizzy for quite a while, about once a month. The patient did not provide a time when the dizziness started, but it had been for quite a while. The last month or 2, the dizziness had been severe. The patient also reported good urinary control; however she still had issues with getting bladder infections. This had been occurring since implant. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.